Manufacturer narrative:
Patient reported traumatic event. Patient activities post-op exceeded the limit defined in the device instructions for use.

Event description:
Patient was on a ladder, twisted his leg, and felt a pop. Endoscopy confirmed fracture of the fixation device. A fragment of the device was removed leaving the remainder in place. It appears that fixation was maintained.